Manufacturer narrative:
A philips remote clinical application specialist (cas) spoke with the customer. The logs revealed a red desaturation alarm was generated at 14:03:52. This alarm was acknowledged at the central station (picix - armc-4-5s) at 14:05:12. After this time, the telemetry generated alarm reminders from 14:08:14 every three minutes until 14:54:44, at which time a red alarm for extreme bradycardia was generated for a heart rate of 31 at 14:54:51. The patient passed away. It was explained the device was generating alarm reminders per the configuration. If there is a red alarm, and it is acknowledged (silenced), then until the condition is corrected, it will keep generating reminders every 3 minutes until corrected. The cas provided the customer with information regarding the star algorithm containing an explanation of alarming. Additionally, the cas provided the customer with a copy of the mx40 instructions for use and referenced the alarm latching behavior. There was no confirmed product malfunction. The device is operating as expected. Information was provided to the customer to resolve the issue.

Event description:
It was reported the customer requested assistance with an alarm review in the audit trail, specifically the reason for the reminder alarms, following patient death.